Event description:
Technical error code 37 on the maquet servo-I ventilator following software upgrade to version 5.0. This occurred during the use of suction support in the infant mode. Ventilator screens went blank and alarms sounded. During their evaluation, hospital biomedical engineers were unable to consistently reproduce the error. The version 5.0 software upgrade was administered by a maquet service technician approximately two months ago in all 85 ventilators currently in use at the facility. The technical error was presented by five of the 85 ventilators. Maquet has stated that a software upgrade (version 6.0) will be made available and administered to all servo-I ventilators currently in use at the facility by the end of march.